Event description:
Information received by medtronic indicated that the customer wanted to replace insulin pump as they thought that the due to the update in care link personal had messed up his insulin pump and sensor. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Retainer ring=black. Customer complained on (B)(6) 2021 carelink and minimed mobile app issues. Complained pump has cosmetic damage. The pump will be tested and downloaded for carelink and mobile app complaint. Pump will be inspected for cosmetic damage. Unit passed active current measurement, sleep current measurement test, selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Unit successfully downloaded to thumps and carelink. Pump connected to the minimed mobile app successfully on both android and ios. No communication anomalies noted. Found moisture damage on pcb1 board during visual inspection. No moisture damage noted on motor assembly per visual inspection. The following were noted during visual inspection: scratched case and pillowing keypad overlay. The p-cap/reservoir does lock properly. Insulin pump functioned properly during testing. Pump uploaded to carelink and communicated properly with minimed mobile app. However, found moisture in pump. Confirmed pump scratched and pillowing keypad overlay. (B)(4).